Event description:
On (B) (6) 2010, mother reported her son's infusion device has not been working. Mother stated patient's blood glucose has been 20 mmol/l (360 mg/dl) - 30 mmol/l (540 mg/dl). Mother is not familiar with infusion device; unable to troubleshoot. Mother stated she would have her boyfriend call back to continue troubleshooting. On call back, patient's father reported patient's infusion device is displaying an e8 (power interrupt) alert. Father stated battery had been removed due to the e8; did not put infusion device in stop mode prior to removing the battery. Had father press the check button twice; error does not clear and continues to show on screen. Had father insert a new battery and battery cover on the infusion device; e8 occurred again and does not clear by pressing check button twice. Advised patient to switch to backup infusion device. On follow up call to patient on (B) (6) 2010, patient stated the blood glucose levels are normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.